Event description:
A 35mm bone screw was put on a universal handle and inserted through a 50mm sector gription shell. When the screw was seated, it was noticed that the screwdriver and screw were cold-welded and locked together, and pulled the screw and cup out together. When it was reimplanted and redrilled, the drill bit broke in the patient's acetabulum, but the piece was retrieved. The cold-welding issue caused a surgical delay of 20 minutes; the broken bit issue caused a surgical delay of 35 minutes.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a lot specific complaint database search was not possible for product 227463000 as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.